Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer had a seizure during the night. A blood test his wife took with the system showed 14.9 mmol/l. His wife provided a correction. He stated that a blood glucose level of 14.9 mmol/l does not usually make him feel so unwell and believes that the meter did not display the correct blood glucose level. No adverse event was reported. A request was made for the return of the meter and strips.